Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per specification due to high readings.

Event description:
Customer reported to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 50 and blood glucose was 223 mg/dl. Customer reported to have been in a car accident due to someone pulling out in front of him; accident was not diabetes related. Customer states that sensor was left in the vehicle. Customer was educated on proper calibration.